Manufacturer narrative:
Date of event unknown, date bd was aware of the event used. Investigation results: no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Event details: clinician hung a new IV bag of dilaudid with standard IV set 2420-0007. Came back shortly after and noticed a puddle of fluid in the floor and observed leaking of the IV set at the y-port above the pump. The IV set and IV bag were changed out and a new IV set and IV medication bag were hung. Leaked if uncapped and if a curos cap was attached. No patient harm reported. No other details provided.